Event description:
From the time I received my implants, I began having increased back pain and food sensitivities, a common side effect of the essure implants. Having recently given birth and in need of losing my "baby weight", I kept ignoring my symptoms. It wasn't until my periods returned when my child began to wean onto some solid foods in january of 2012 that I began to notice increasing symptoms. When my periods returned, they were increasing with severity of bleeding and pain. I have difficulty using tampons because of the pain. I suffer from chronic yeast and bladder/urinary tract infections, neither which I had before essure. The longer I go, the worse the pain gets. I have pain with ovulation that puts me in bed for days. I have trouble losing weight, I have painful bloating in my belly. I have a chronic metal taste in my mouth and no amount of gum or breath mints cures it. My period this past month put me in bed for four days. A transvaginal ultrasound revealed that my implants are still in my pelvic area, however my uterus is showing signs of adenomyosis. My new ob/gyn is meeting with me next month to consult with me to schedule a partial hysterectomy.